Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
A case of ipg inoperable was reported to abbott. The surgery took place on (B)(6) 2023. There were no complications. The patient resumed therapy and is doing well. The removed generator was discarded by the hospital. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to ipg being inoperable. As such, surgical intervention may take place at a later date to address the issue.